Manufacturer narrative:
(B)(4).

Event description:
It was reported that during scheduled follow-up the physician found noise episodes which could be reproduced. The lead was capped and replaced. Patient was in good condition both before or after the procedure.